Manufacturer narrative:
B5: update "the bag leaked" to "the device leaked". The device contained piperacillin/tazobactam (kabi) 13500mg in 240ml buffered sodium chloride 0.9%. H4: the lot was manufactured between october 9, 2023 ¿ october 13, 2023. H11: the device was received for evaluation. A visual inspection was performed which noted fluid inside a bag that contained the device. A leak from the broken tubing at the solvent-bonded junction of the flow restrictor was observed. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of broken tubing was due to extra solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder. The reservoir was broken, and the bag leaked within the sealed overpouch. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.